Event description:
On 2026-06-15: integrum received information that axor ii-unit (B)(6) has detached from the prosthesis. The patient fell and bruised hip. Technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported the issue could be replicated; the device did not pass the gripping function test. The top body assembly was found very dirty and corroded, the root cause is therefore assessed as insufficient cleaning. During the service the device was thoroughly cleaned, damaged components were replaced, and the unit was functionally tested with approved results. A feedback report has been provided to the customer highlighting the importance of cleaning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved. Integrum also recommended to tie a protective tissue around the abutment to avoid body fluids from reaching the axor ii, as stated in the IFU.